Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did meet longevity estimates provided in device labeling, however, the device's life cell capacity was less than expected. The device was put through and passed a series of automated tests which verified functionality and therapy delivery. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, detailed analysis concluded that the initial laboratory finding was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q3 2010 product performance report.

Event description:
Boston scientific crm received information in (B)(6) 2008 that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory population, was noted to exhibit a faster than expected decline in monitoring voltage. It was noted that the atrial outputs were programmed high and the patient is paced nearly all of the time. A save to disk was completed and returned for analysis. No adverse patient effects were reported. Analysis of the save to disk information confirmed normal battery depletion. This was communicated to the field and this ICD remains implanted. Subsequently, boston scientific crm received information that this device was electively explanted and replaced in (B)(6) 2010 due to normal battery depletion. The device was returned for laboratory testing.